Event description:
On (B)(6) 2011, pt reported the down button on the infusion device does not function properly. This was first noticed 3 months ago when pt bolused. The down button responded intermittently at first but then stopped responding completely. The down button pops up when pressed and released. Infusion device was not dropped or exposed to water or insulin ingress. Pt has used this infusion device for over 4 yrs and boluses 4-5 times per day. Infusion device was replaced and requested for eval. Pt switched to his backup infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.